Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, the battery cap threads were stripped and the battery cap was unable to fit to the returned pump or to a test pump. A test cap was able to fit for testing. No evidence of physical damage was found on the pump casing or battery cap threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.